Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain, nausea, vomiting, fever, and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with ceftazidime (once daily, intraperitoneally). Thirteen days after being admitted to the hospital, treatment with ceftazidime was discontinued, the patient was discharged and the patient was recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.